Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product." Healthcare professional later reported "rupture per MRI." This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product." Healthcare professional later reported "rupture per MRI." Additionally, healthcare professional reported hole non-specific upon removal. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical damage. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.